Event description:
It was reported that during the implant procedure that the balloon catheter broke, there was a loose and/or detach portion. Status of the balloon catheter is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).